Event description:
The customer had a blood glucose result on the device of 184 mg/dl. They were unresponsive and couldn't move their legs. Emergency medical technicians were called and pt was given a glucose shot and transported to the hospital. Patient was admitted for eight days. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.